Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
On (B)(6) 2022, it was reported that two (2) driver tips broke during a hardware removal procedure. No other information was provided, and attempts to obtain further information regarding this event were unsuccessful. This report is related to report number 3025141-2022-00218 for the other driver involved in this event.